Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that foreign material was clogged in nozzle, however, the foreign material could not be identified. The customer was asked to provide information on reprocessing and user handling repeatedly, but no information was obtained. However, the reprocessing performance of the device is secured by appropriate reprocessing in accordance with IFU. (Cleaning/disinfection/sterilization). Deformation or breakage of nozzle was not reported. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The suggested event can be detected and prevented by handling the device in accordance with the following IFU: instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The nozzle was clogged by foreign material. Additionally, the investigation revealed decreased angulation and the bending section cover was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the air/water flow system on the evis exera iii colonovideoscope had air/water flow issues. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. There were no reports of patient harm or impact associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.